Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.98 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was installed on to the clip applier, upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the hem-o-lok clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. .

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the hem-o-lok clip applier instrument did not trigger clips. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident with the clip applier occurred while the surgeon was trying to release the clip as the clip could not be triggered. The clip setter could not be closed. Large hem-o-lok clips were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. Clip setter did not work the first time it was set. A backup was used to resolve the issue. No patient injury. No photos or videos available for review.